Event description:
It was reported that the lesion was predilated. The xience v stent delivery system (sds) failed to cross to the lesion and the hypotube kinked during the advancement attempt. During removal, the hypotube separated at the area of the hub. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the entire length of the sds, which is consistent with use inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The tip length and outer diameters of the stent implant were measured and met manufacturing criteria. The hypotube and jacket were separated 88.5 cm proximal to the guide wire exit notch. The proximal portion including the hypotube was not returned. The jacket material at the separation was stretched and jagged. The fracture face was oval shaped. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported kink or shaft separation. The shaft most likely kinked during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this event. This suggests that there are no lot specific product quality deficiencies. In this case, the reported failure to cross, kink, and shaft separation appear to be related to operational context.